Manufacturer narrative:
Initial.

Event description:
It was reported that the charger indicated charging while the battery continued to deplete, consistent with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, aligning with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.